Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that cm called in and said that she had been injured in a fall from a lift that located at (B)(6). The patient said that she had suffered a broken back. It is unclear if the lift is one of ours. She also said the lift was donated to her by the wounded warriors. The mission of aqua fria is not one of our customers. Don called joerns stating the patient is too heavy for the lift and it was already unbalanced, so she didn't fit. Don stated there is no incident report needed and she was only treated for pain, but the injury scenario that the patient called about is false. Ra decided to still report although no lift information was given, and don stated that patient fell off the lift. Complaint #(B)(4) was entered into our system.